Event description:
A peritoneal dialysis registered nurse (pdrn) reported that the pt tripped over the tubing lines and was subsequently hospitalized. Pdrn reported pt has an unsteady gate and was fall prone. Medical records have been requested but have not been made available.

Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There was no deviations or non-conformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec.